Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is currently unavailable.

Event description:
It was reported that the 2nd anchor was come off from the instrument although the surgeon did not pull the trigger during the surgery on (B)(6) 2018. The first anchor was no problem to insert. The surgery was finished without any other problem although it was not reported how the surgery was completed. There was less than 30 min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital. Additional information from affiliate 7/26/2018: the anchor was removed from the patient. Using the second product (truespan), the procedure was completed successfully.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: corrected data: it was documented in the initial medwatch report that the expiration date was unknown. The expiration date (feb 28, 2021) has been updated to reflect the date the device expires. The unique identifier (UDI) has been updated accordingly. It was documented in the initial medwatch report that the date of manufacture (dom) was unknown. The dom (mar 29, 2018) has been updated to reflect the date the device was manufactured. The unique identifier( UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Investigation summary: the complaint device was discarded, therefore not available for a physical evaluation. This complaint cannot be confirmed at this time. The information provided for the reported event is not sufficient to determine a root cause for the failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. Furthermore, a review of the depuy synthes mitek complaints system revealed no complaints of any kind for this lot of devices that were released to distribution, at this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in the future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that the 2nd anchor was come off from the instrument although the surgeon did not pull the trigger during the surgery on (B)(6) 2018. The first anchor was no problem to insert. The surgery was finished without any other problem although it was not reported how the surgery was completed. There was less than 30min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital. Additional information from affiliate 7/26/18: the anchor was removed from the patient. Using the second product (truespan), the procedure was completed successfully. No additional information was provided.